Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with hight microbical count. The customer is waiting the result about mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in lecco, italy. Through follow-up communication livanova learned that the involved unit had not been used (only filled once to allow its maintenance) until the date of 23rd may 2023. On 30th june 2023 water sampling was taken and on 1st june 2023 test results was positive for acid-fast bacillus. Checks are in progress on the mains water entering the device, before and after the required filter, by the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that the device is contaminated also by mycobacterium chimaera and that the analysis of the water used to fill the unit, taken before and after the filter, gave negative results regarding the presence of mycobacterium chimaera. Furthermore, after the last delivery of the unit on 26th january 2021, it was not put into use but only maintenance activities were carried out as per device instructions for use, until may 2023 when, after a week of use, it tested positive to mycobaterium chimaera. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2015 and two other similar event has been reported. Last deep disinfection was performed in january 2021 and the device was returned to the customer with the "absence of m. Chimaera" declaration from manufacturer. Complaint database review revealed that there was another event of ntm contamination at the customer site around the date of event. Through follow-up communication, livanova learned that at customer site devices are cleaned regularly per the instruction for use, the water quality monitoring is applied and the h2o2 is daily checked. H2o2 is added when the water in the tanks is changed (each 7 days). A disposable pall-aquasafe water filter with an 0.2 membrane for tap water or an equivalent performance filter is used and when the device is not used, it is stored drained. The hospital does not use reusable blankets. Before initial operation and storing the heater-cooler, the surfaces and water circuits are disinfected and the device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. Based on the above, source of contamination is likely related to the location where the device is used and remains unknown. Livanova has implemented a strategy to progressively decrease the probability of bacteria growth in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and a field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.